Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014 a patient underwent treatment of a type b uncomplicated aortic dissection as a subject in the great registry with a conformable gore&#59412;tag&#59412;thoracic endoprosthesis. During this procedure, only the entry tear was treated in order to minimize the risk of paraplegia. On (B)(6) 2014 CT images showed a type 1b endoleak with retrograde perfusion of the false lumen of the aortic dissection on (B)(6) 2014 the patient presented with chest pain. A reintervention took place whereby an aortic rupture was treated with tevar distal extension. A haematothorax was treated by means of thoracic drainage. The patient received 900ml of erythrocyte concentrate. On (B)(6) 2015 the patient developed pleuritis on the left side, requiring hospitalization and treatment of unknown type. On (B)(6) 2015 the patient was reportedly doing fine.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The imaging evaluation stated images provided do not allow for evaluation in relationship to this event. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleak and vascular trauma (rupture) and pulmonary complications.